Event description:
It was reported in an article in neuroimaging that following intravenous thrombolysis using tissue plasminogen activator (tpa), the patient underwent mechanical thromboectomy using the subject retrieval device to treat a middle cerebral artery occlusion. The patient had an asymptomatic intracranial hemorrhage. The patient underwent the procedure between (B)(6) 2011. The exact date of the procedure is unknown.

Manufacturer narrative:
Conclusion: for anticipated procedural complications. The device was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage is a known and anticipated complication to these types of procedures and is noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Manufacturer narrative:
Complaint source - literature: marc ribo et al. J neuroimaging ((B)(6)) 2011. Doi: 10.1111/j.1552-6569.

Event description:
It was reported in an article in neuroimaging that following intravenous thrombolysis using tissue plasminogen activator (tpa), the patient underwent mechanical thrombectomy using the subject retrieval device to treat a middle cerebral artery occlusion. The patient had an asymptomatic intracranial hemorrhage. The patient underwent the procedure between (B)(6) 2010 and (B)(6) 2011. The exact date of the procedure is unknown.